Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to a potential diabetic ketoacidosis. Her blood glucose level was over 600 mg/dl. Right before she went to the hospital, her blood glucose level came down to 579 mg/dl. The device was not returned.